Event description:
Upon laying the patient supine, patient continued to have full motor strength in their lower extremities. They denied any numbness, tingling or heaviness in their legs. We could not elicit any level of anesthesia. This occurred on two separate occasions with two separate patients in approximately 8 days.